Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, two kernel power events were recorded in the station's logs, narrowing the investigation to a possible backup battery failure. The station's backup battery was tested, and it was determined that it was no longer retaining a charge. A field service engineer replaced the battery to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly rebooted during a procedure.the manufacturer reached out to the customer for additional information regarding the event, but no other information was released.there were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system unexpectedly rebooted during a procedure. The customer stated that there was a delay in patient care since the machine rebooted on its own while the patient was on the table. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-oct-2021 to 11-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the system logs showed a "kernal - power" related error which can indicate a power interruption at the device. A field service engineer replaced the battery to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.